Manufacturer narrative:
A review of manufacturing lot history record shows that the reported lot was released to distribution on (B)(6) 2016 having met all manufacturing and quality release requirements including product sterility testing. There were no manufacturing deviations or non-conformances associated with the production of this lot. A review of the complaint log shows that this is the only complaint associated with this reported lot number. Not returned to manufacturer.

Event description:
It was reported that a cormatrix ecm for vascular repair was used for a carotid endarterectomy on a (B)(6) year old male patient that was (B)(6) pounds. The ecm was originally implanted at (B)(6) hospital on (B)(6) 2016 which utilized a 6-0 prolene suture. The ecm was soaked in saline solution for approximately 2 minutes. At the two week follow-up with the patient the duplex scan revealed no abnormalities. The implanting physician stated that he is a general surgeon and the patient was to be referred to a cardiovascular surgeon for additional follow up post-procedure. The patient was seen for a follow-up (exact time frames are unknown) with a cardiovascular surgeon at midland michigan. The patient had to undergo a redo surgery where the cardiovascular surgeon at midland michigan noted an aneurysm formation where the cormatrix patch had been placed. Per the general surgeon, the cardiovascular surgeon stated, "the patch became aneurysmal, not pseudoaneurysm, suture line was intact, did not pull away at that juncture". It can be noted that the patient was not on any immunosuppressant's which the general surgeon believes could have possibly contributed to the event.